Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, , a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.